Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over a year ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7088700/7088632.

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure for unknown reason where in all devices were removed. The explanted device will not be return as kit was discarded at the facility.